Event description:
It was reported that during implantation surgery on (B)(6) 2012, only 2 electrode channels were inserted. The first fitting took place on (B)(6) 2012, and the patient was not able to hear with live mode. The patient had access to sound on channels 1 and 2 with single channels stimulation. The patient has a normal cochlea. It was planned to reinsert the electrode array into the cochlea. Additional information received stated that the patient's hearing performance gradually improved, so the surgeon decided against re-insertion. On (B)(6) 2014, the explanted device was received at med-el headquarters.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.